Manufacturer narrative:
Block b3: exact date unknown, event occurred few months to the date the manufacturer became aware.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was protruding and positioned very close to the surface of the skin. Inadequate relief was also noted. The patient underwent an explant procedure. The explanted device was discarded by the facility.